Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation; however, the hypotube was bent and was removed to be straightened. The device was inserted again in the guide and it was noted that the distal part of the hypotube broke in half. The device was removed together with the guide and the procedure was completed with a new balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The hypotube is completely separated 83cm from the hub. The fracture faces were oval as if kinked prior to separation. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation; however, the hypotube was bent and was removed to be straightened. The device was inserted again in the guide and it was noted that the distal part of the hypotube broke in half. The device was removed together with the guide and the procedure was completed with a new balloon catheter. No patient complications were reported.